Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Samples were collected from a patient with no symptoms of covid-19 and not suspected of covid-19. Sample-1 was collected off site on unknown date and tested on (B)(6) 2021 using carestart antigen test, resulting in sars-cov-2 negative (unknown if reported to physician). Data from this test is not available. Sample 2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv negative (reported to physician). Sample-2-retest was run 17-aug-2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Cepheid patient safety board determines that testing of patient not suspected of covid-19 to be off-label use of xpert xpress sars-cov-2/flu/rsv. Review of data provided by the customer showed normal amplification curves. Root cause is due to contamination. There is no evidence of product malfunction and there was no patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Samples were collected from a patient with no symptoms of covid-19 and not suspected of covid-19. Sample-1 was collected off site on unknown date and tested on (B)(6) 2021 using carestart antigen test, resulting in sars-cov-2 negative (unknown if reported to physician). Data from this test is not available. Sample 2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv negative (reported to physician). Sample-2-retest was run (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.